Event description:
It was reported that double beeping with cassette (dbwc), keypad prime button inoperable, lens damage (uring testing was experienced. No patient injury.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional testing was performed on the returned sample. Visual inspection confirmed that the physical condition of the device was all intact as received. Functional testing was performed to include running the pump for 2 minutes, 30.60 seconds while the pump alarmed at 2 minutes 30.42 seconds. A battery loss alarm test was performed. Results: the customer reported problem for double beep with cassette was not duplicated during the investigation. Fluid ingression was found on the downstream sensor which caused the double beep with cassette. The prime key button and key pad was found to be inoperable and the device lens was damaged. The downstream sensor was found to be defective. It was recommended that the downstream sensor, keypad and device lens be replaced. Root cause of the reported issue would be attributed to a defective downstream sensor that had been subjected to fluid ingression. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d1: correction: brand name: cadd legacy plus, d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: no.